Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a (B)(6) year old female patient, after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient sustained a deep tissue injury due to the reported malfunction.

Manufacturer narrative:
The device was not received at zoll medical corporation for evaluation. A picture was of the patient wound was provided by the customer. However, it cannot be confirmed if the electrodes contributed to the deep tissue injury. The electrodes were visually inspected but no signs of burn or damage were observed. Evidence of the returned electrodes did not indicate that the electrodes contributed to the reported event. We suspect the injury was sustained during CPR from the end user but it could not be confirmed. Analysis for reports of this type has not identified an increase in trend.